Event description:
Caller reports that the patient tested 6.5 inr on the device while a comparison lab returned as 3.3 inr. Caller is unsure which strip lot produced a specific result. No action was taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Strip lots 393a-e16 and 412a-b4 were used by this facility and caller is unsure which strip lot produced a specific result.